Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield did not retract properly. The surgeon applied another instrument. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.